Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/20/2023, it was reported by a sales representative via sems that an ar-3636 knotless fibertak shuttle suture kept getting stuck and ended up breaking. The surgeon cut the suture and used another anchor. The case was completed successfully with four additional anchors. During a post-operative visit, it was noted through an x-ray that the tip of the fibertak inserter had broken off in the cartilage. The surgeon has decided it will be more harmful to do a revision surgery and remove the broken fragment than leave it in. This was discovered during a labrum repair procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces.